Event description:
It was reported that this was a multi-access site venotomy closure of a right common femoral vein using a prostyle device after an interventional pulse field ablation procedure. Reportedly, after successfully deploying the prostyle device and advancing the suture to the arterial wall, it was noted that the suture had nicked the 7fr sheath of another access site. The device was simply removed from the anatomy and manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue and subsequent treatment appears to be related to operational context. It is likely that the foot of the second device caught the sheath from the other access site, so when the needles were deployed, one of the needles nicked the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.